Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently did not deliver multiple boluses requested by the customer. The customer's blood glucose (bg) level subsequently increased to range from over 400-500 mg/dl. The customer declined to perform troubleshooting with tandem technical support and continued to use the pump for insulin therapy.